Event description:
Patient underwent left hip revision surgery in 2009, due to a modular stem/pin failure, 85 months after original surgery. Original surgery performed in 2002.

Manufacturer narrative:
Mechanical tests performed on similar devices.